Manufacturer narrative:
The customer stated they have no issues with quality control (qc) recovery. Prior to and after the event qc recovery was within laboratory established ranges. On (B)(6) 2013, the customer worked with bec hotline to troubleshoot the issue. Hotline guided the customer with replacing all ionized selective electrode (ise) electrodes. This did not resolve the issue. A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse replaced the reagent block, pump motor pcb, and na and cl electrodes. The fse also bleached the system. Ise was primed, recalibrated, and qc runs verified performance meeting specifications. No further ise issues have been noted. Failure mode: multiple parts replaced, no isolated part failure noted. MDR 9612296-2013-00082 is associated with this event which documents the results reported on (B)(4) 2013.

Event description:
The customer contacted beckman coulter (bec) reporting that the au681-10e clinical chemistry analyzer generated low sodium (na) patient results on two (2) different days ((B)(6) 2013 and (B)(6) 2013). This report documents the results reported on (B)(6) 2013. The customer reported one (1) patient initial na result of 128 mmol/l (automatic run - 125 mmol/l) and when the sample was rerun yielded a result of 138 mmol/l. The customer indicated that this issue has been randomly ongoing. The customer also indicated that at least one or two patient samples are generated everyday with questionable results. The customer stated that they have been seeing this issue since preventive maintenance (pm) was performed on (B)(6) 2013. No erroneous patient results were reported out of the laboratory. There is no report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Date received by the manufacturer was corrected to 05/02/2013. No other changes were made.

Event description:
This is a follow up report. .